Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a balloon rupture occurred. The lesion was located in the non-calcified 2nd diagonal branch (dx2) coronary artery. The 20mm x 2.00mm maverick otw balloon catheter was advanced through the struts of a taxus express2 drug eluting stent. The balloon was inflated to 8 atms "and then down" when it was noted that the balloon was not holding pressure. The balloon was inflated a second time to 6 atms, but would not hold pressure. Once the balloon was removed, blood was noted in the balloon indicating a puncture. Another manufacturer's 23mm x 2.00mm balloon catheter was then advanced; however, this balloon also ruptured, but was able to inflate high enough to open the lesion. In the opinion of the customer, "the balloon most likely ruptured on stent struts". No pt complications occurred. Pt status is reported as "okay".

Manufacturer narrative:
.